Manufacturer narrative:
Reported event: flare detached. Investigation results: visual evaluation for the complaint device found the flare detached and the catheter to be bent and have several kinks. Functional analysis could not be performed due to the flare detached. The complaint was confirmed. Manipulation of the device during the procedure likely produced the kinks and bend found, which would create resistance during subsequent attempts to actuate the device. Actuation against this resistance can ultimately cause the flare to detach. The most probable root cause of the defects identified is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6) 2013 that a sensation small oval snare was used during a colonoscopy procedure on (B)(6) 2013. According to the complainant, the snare would not extend inside the patient, so the device was removed. However, when the device was being removed from the endoscope it was noted that the flare detached. The procedure was completed with another sensation snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.